Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that following a non-device and stimulation related fall, the patients lead had high impedances. The patient underwent a revision procedure wherein a lead was replaced, and ipg was replaced for MRI compatible device. The patient was doing well postoperatively. The explanted lead and ipg were discarded.